Event description:
No additional information provided.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable fmea/eura indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii leaked the following information was provided by the initial reporter: leakage of indwelling needle heparin cap.